Manufacturer narrative:
(B)(4). The cycler was returned for evaluation. External, visual inspection: no signs of any physical damage. The heater tray/scale was not obstructed. A simulated treatment was completed without alarms or problems occurring. The reported complaint symptom ¿draining slowly¿ was not reproduced during testing. The drain times were within the time specifications for a liberty cycler. The cycler performed as designed during testing. The valve actuation test passed. The system air leak test passed. The patient sensor calibration check passed. The internal, visual inspection of the received cycler found no discrepancies. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
Upon review of treatment data from returned cycler, an event of increased intraperitoneal volume (iipv) was found. Follow-up with the peritoneal dialysis registered nurse (pdrn) did not confirm if there were any serious injuries or complications. It is unknown if the patient continued treatments on the continuous cycling peritoneal dialysis (ccpd) and had not missed any treatments. The largest drain volume from this treatment occurred in cycle 2, drain 2, where the patient drained a total volume of (B)(6) ml. That drain was (B)(6) of the prescribed fill volume. (B)(6) 2016: cycle 0 drain 5. Cycle 1, fill 2504, drain 3309. Cycle 2, fill 2506, drain 4635. Cycle 3, fill 2496, drain 3687.